Manufacturer narrative:
(B)(4). This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device may have reached end of life (eol) prematurely. Of note, the device was also implanted after the "us e-by-date." The device was explanted and replaced. No patient complications have been reported as a result of this event.